Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred after an attempt to use the device again after the device was put into standby mode. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code indicating that the fluctuation amount of the flow sensor deviated from standard. A fix with dedicated software was implemented to resolve the issue. Additionally, not related to the issue, the flow sensor was replaced as a preventive action.